Event description:
It was reported that during a da vinci-assisted distal pancreatectomy procedure, the fenestrated bipolar forceps instrument flipped and twisted, and the wrist was bent. The procedure was completed with no reported injury.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the instrument involved with this complaint and failure analysis did not replicate nor confirm the customer reported complaint . The instrument was placed and driven on an in-house system. The instrument passed the recognition and engagement tests. The instrument moved intuitively with full range of motion in all directions. The grips opened and closed properly. The instrument was fully functional. Visual inspection of the instrument grips, cables and wires found no physical or cosmetic damage on the distal end. The housing was removed from the back end, no damage was found. An electrical continuity test was performed and passed. Grip management and energy delivery tests were performed while the instrument was installed on an in-house system and passed. Additional observation(s) not reported by site: the instrument was found to have thermal damage on the bipolar yaw pulley. The yaw pulley showed signs of charring and localized melting at the base and on the exterior of the grips. No insulation damage was observed. The conductor wire is not damaged or broken.